Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited an error during the functional check that battery calibration was required. According to the customer, the problem persisted after the calibration was performed. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator indicating errors occurred during functional verification, battery calibration required. The rse remotely evaluated the device and determined that this was a malfunction of the battery. Howwever, the customer was informed that service could no longer be completed on the unit as the device had reached its end of life (eol). The heartstart mrx device and all associated service/support were discontinued on (B)(6) 2022. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a low battery. Further root cause analysis could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.